Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. H6: 10, 114, and 4307 are associated with the system checkout. 4114, 3221, and 4315 are associated with the replaced component. 10, 104, and 4307 are associated with the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the issue was resolved after uninstalling and reinstalling software for the mobile view station (mvs) and image acquisition system (ias).

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that after installing software on the mobile view station (mvs) and image acquisition system (ias), both units were restarted. Upon restarting, the image acquisition system (ias) was unable to initialize and was stuck at the booting up page. The system was restarted a few times. The system control board was checked and no issue was found. It was noted that the interconnecting cable was working well and the physical connection between the ias and mvs was established. A manufacturer representative was able to log onto the ias computer from the mvs, but they encountered an error message on the desktop page. They were unable to start up the system application. Therefore, they were sure the connection between the ias and mvs computers was established but because the ias software was unable to run, it was not able to boot up normally.